Event description:
It was reported to olympus that an error code message of "e105" (lamp error) occurred during preparation for use on the visera elite ii video system center. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the allegation was confirmed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being submitted to provide additional information based on the legal manufacturer¿s final investigation. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issues. Based on the results of the investigation, the reported ¿e105 lamp error¿ was determined to be the result of a defective main board and faulty lamp. The root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.